Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported revision cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and component part loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported instability, prosthesis wear and component part loosening cannot be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a legal notification, that a patient who had an initial right knee implanted with a recalled optetrak logic ps polyethylene tibial insert, was revised and implanted with another recalled optetrak cc polyethylene tibial insert approximately 6 years post the initial procedure. Additionally, the legal document stated the patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. The patient has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; and pain and suffering. No device returns anticipated due to this being a legal case. No further information. This is 1 of 2 reports for this event this is 1 of 3 events for this patient.